Event description:
It was reported that a small volume folfusor emptied after 24 hours instead of the expected 48 hours. The unit was filled with fluorouracil 3350mg and 5% glucose (non baxter products), total fill volume was 96ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between june 17, 2014 and june 18, 2014. Investigation summary: baxter received one unit for evaluation. Visual inspection revealed no signs of physical abnormality. A functional flow rate test was performed and the flow rates were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.